Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/6/2021. H6 component code: g07002 no device problem found . H3 investigational narrative: visual analysis of the returned sample determined that one needle and one needle/suture product code m8719 was received to ethicon inc for evaluation. The product code is multistrand and each packet contains four strand double armed. On the needle received, the swage and attachment area were noted to be as expected, the needle was taped on the paper folder and no suture remnant could be observed into the barrel hole. The suture was observed cut at the end and the swage area could not be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. H3 additional investigational narrative: visual analysis of the returned sample determined that one opened folder with three needle/suture product code m8719 were received to ethicon inc for evaluation. The product code is multistrand and each packet contains four strand double armed. In order to evaluate the conditions of the returned sample, the swage and attachment area of all needles were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle snapped off of the suture. Another like device was used to complete the procedure. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.